Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Review of the pump data logs showed that the cartridge was filled with 136 units of insulin. When attempting to reload the cartridge, multiple minimum fill messages occurred. The customer reloaded the cartridge successfully with 150 units of insulin and received an accurate fill estimate. There was no reported impact to the customer's blood glucose level.